Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4) due to errors 23003 and 22028. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm4 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of errors 23003 and 22028 points to joint position limit, usm4, axis 2 and usm4 has failed post.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator (usm4) had locked up and had been generating errors. The usm4 was disabled so operations could continue with the other three usms. It was stated that the lockup occurred without any apparent collision. A request was made for on-site assistance to inspect the system. Log review showed fault codes 23003 and 22028 associated with usm4. The procedure was completed with no reported injury.